Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Event history log (ehl) showed error code 43633. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported was unknown. The error code 1836 will be resolved at the time of repair, by either replacement of motor or/and photo switch (exact part can only be determined at the time of repair). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture

Event description:
It was reported that the device exhibited error code 1836. There was unknown patient involvement and no patient injury was reported.